Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported a right side deflation. Device remains implanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation: observed, one opening on posterior side assessed as fold flaw opening. Creases/folding of implant: observed, fold creases. Additional observations: wear abrasion is observed. Yellow particles on device inner surface are observed. No further actions are required since no issue in the manufacturing of the device is observed. A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Healthcare professional reported a right side deflation. Healthcare professional later reported "any creases." Device has been explanted and replaced.

Event description:
Healthcare professional later reported right side "any creases". Device has been explanted and replaced.